Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported to the local emergency room with worsening shortness of breath. The patient was treated with 2 does of intravenous furosemide. They were sent home with keflex and methylprednisolone. On (B)(6) 2022 the patient reported feeling better after the ER visit. It was communicated that it was okay for them to take an extra 20 mg of torsemide as needed for worsening heart failure symptoms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not conclusively be determined through this evaluation. In addition, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported shortness of breath could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although a source of infection was not reported, section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.